Manufacturer narrative:
Additional information: the most recent information form the physician is that they have not that they not removed the part of the catheter. Product analysis: lot number# 240150177 was confirmed on the device catheter label. No ancillary devices or images were returned for review with the device. No damage was noted to the catheter heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight. No anomalies were noted along the catheter shaft. The catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods, and acceptance criteria. Test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 87.3 ohms test 2. (Tc+/ tc- test) (specification: = 250 ohms) ¿ result = 167.4 ohms test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 13.69 k ohms) test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 8.06 k ohms) all 4 tests passed and are inside the specification and acceptance criterion. The catheter was connected to both the rfg3 and rfg2 lab generator, the device did not complete the required cycle with an error message ¿treatment halted. Device broken. Please press ok to continue.¿ being seen on both the rfg2 and rfg3 generators. The device failed continuity/resistance and functional testing. Additional photo for pins check taken after testing and connection to generators shows, pins to be straight. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat venous insufficiency in the anterior lateral accessory vein using a closurefast catheter, the heating element broke during triggering, leaving an approximately a 4 cm long part stuck in the vein and remaining in the patient. A catheter kink was observed during insertion into the patient, specifically on the coil. The procedure was not completed. Tumescent infiltration was utilized, and local anesthesia was used. No guidewire was used for the insertion of the catheter. No additional treatment was required. No patient complications have been reported as a result of this event.